Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 99 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing and that the insulin pump alarmed no delivery. Advised that the device was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.